Manufacturer narrative:
Concomitant medical products: mp1000-c; becton dickinson 10ml syringe labelled to contain 0.9% sodium chloride injection usp, lot 5218907, exp 2018-07; therapy date (B)(6) 2015. The customer's report of leakage from a swabcap placed on a maxplus valve was not confirmed. Both customer-provided maxplus valves were functioning effectively throughout investigational testing; no fluid leaks were observed from around or under the swabcap. The root cause of leakage from a swabcap placed on a maxplus valve could not be determined.

Manufacturer narrative:
Correction: three sections. Additional information: concomitant medical products. Concomitant medical products: bard powerloc huber needle with y-injection site; therapy date (B)(6) 2015.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: orange swab cap; therapy date: (B)(6) 2015. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the nurse checked the line and received (B)(6) blood return from huber needle. Upon flushing she noticed leaking coming from underneath the orange swab cap on the distal end of the maxplus. The customer reported no patient harm.